Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "this is a report about a foreign matter (embedded). A green coating material-like foreign matter was found on the purple cap".

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "this is a report about a foreign matter (embedded). A green coating material-like foreign matter was found on the purple cap".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter embedded on the stopper with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. The root cause of the fm embedded in the stoppers is that the stoppers had a rubber pellet from other products molded in the stopper (inclusion). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.